Event description:
It was reported that following an uneventful implant right-sided implant of this pacemaker, the patient died two hours post-procedure. The specific cause of death was not provided to the field representative, and there were no allegations that the procedure caused the patient's death. Additionally, it was confirmed that the device would be left in situ. However, recently, the device was received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that following an uneventful implant right-sided implant of this pacemaker, the patient died two hours post-procedure. Information has been requested regarding the specific cause of death, but a response has not yet been received. At this time, this pacemaker remains implanted.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that following an uneventful implant right-sided implant of this pacemaker, the patient died two hours post-procedure. The specific cause of death was not provided to the field representative, and there were no allegations that the procedure caused the patient's death. Additionally, it was confirmed that the device would be left in situ. At this time, this pacemaker remains implanted.